Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent fracture with stenosis requiring medical intervention. Device issue: stent fracture. It was reported that the pt had been deer hunting and experienced a 30 foot fall on his shoulder. Apparently his shoulder was dislocated, but not fractured. The pt had later felt shortness of breath and resting angina, which prompted catheterization. It is believed that the xience v stent which had been successfully implanted in 2009, fractured and also had a 40% to 50% stenosis in the same area of the fracture. Both were treated by implanting another xience v stent and the stenosis was reduced to 0% residual. The pt is doing well. A cine of the case is currently under review.